Event description:
I am a patient with type 1 diabetes using the beta bionics ilet automated insulin delivery system. I am reporting ongoing and concerning glucose control issues that appear related to the device's insulin delivery algorithm. I have experienced recurrent episodes of hypoglycemia, including lows occurring at atypical times and without clear correlation to meal announcements, carbohydrate intake, or activity changes. These episodes required active treatment with carbohydrates, and I do not allow hypoglycemia to persist. Previously, after performing a device reset, glucose control improved significantly. However, despite no intentional changes in usage, the device has reverted to delivering excessive insulin, again resulting in repeated hypoglycemia. This pattern of: ¿ excess insulin delivery ¿ temporary improvement after reset ¿ subsequent return to over-delivery suggests algorithm instability or maladaptive learning over time, rather than user error. Additional concerns include: ¿ unpredictable insulin behavior ¿ lack of user alerts or transparency indicating changes in insulin delivery patterns ¿ increased risk during sleep or periods of reduced hypoglycemia awareness although no permanent injury occurred, these events required frequent intervention and posed a significant safety risk, particularly related to severe or nocturnal hypoglycemia. I am submitting this report to support post-market safety surveillance and to request further evaluation of the ilet system's algorithm behavior, learning durability, and safeguards against insulin over-delivery. I started the ilet on (B)(6) 2025. Given the recurrence of this issue after reset, continued use without further evaluation may pose ongoing risk.